Event description:
Inappropriate detection of arrhythmia and intermittent labeling of non-sustained vt as sustained vt were reported on this lead. Patient complained of lightheadedness and palpitations. No surgical intervention has been reported, but the lead has been reprogrammed. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.